Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) contacted the customer and confirmed that the issue was resolved after a system hard power cycle. The endoscope was reconnected and functioned properly. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. While a definitive root cause cannot be determined since the information provided by phone did not reveal enough evidence of the issue and the affected product was not returned for failure analysis, a potential root cause can be attributed to improper customer setup of the endoscope. The issue was resolved by hard power cycling the system.

Event description:
It was reported that the or staff experienced a system shutdown mid-case due to a power loss. Upon restarting, the 30-degree endoscope was upside down and could not be corrected. The staff used another 30-degree scope to continue the procedure. The technical support engineer recommended performing a hard power cycle and reconnecting the scope to ensure it was functioning correctly. There was no reported injury.